Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ruptures with rashes, and side pain underneath ribs. Patient additionally reported hair loss and memory loss not related to the device. The device has been explanted.

Event description:
Patient reported left side ruptures with rashes, and side pain underneath ribs. Patient additionally reported hair loss and memory loss not related to the device. The device has been explanted.